Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation results of catheter broken. Investigation results: a wallflex biliary uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the outer sheath at the guidewire access port was damaged and the inner shaft at the guidewire access sheath was broken. There were no other issues identified during the product analysis.   A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states "note: do not remove the shipping mandrel from the leading end of the device, this will help facilitate guidewire access¿ and ¿the shipping mandrel will be pushed out as the guidewire is inserted. Do not remove the shipping mandrel before loading the guidewire." The shipping mandrel was manually removed prior to passing the guidewire through the device. Therefore, the most probable root cause classification is user/use error.   A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex biliary uncovered stent was to be used to treat a 2-3 cm malignant lesion in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire would not exit the catheter. The physician removed the device and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed a reportable event based on the investigation results; the inner shaft at the guidewire access sheath was broken.